Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd received 43 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and poor plasma(rbc contamination) with the incident lot was not observed. Additionally, the customer samples along with 60 retention samples from bd inventory, were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes poor barrier separation and poor plasma(rbc contamination) bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate an unspecified number samples had slight red blood cell contamination. There was no health impact or consequences reported.